Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 4.1, retest1 inratio: 1.5, retest2 inratio: 3.6, lab: 3.6. All results done within an hour. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.